Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Cts provided pump reset information and assisted the caller with resetting the pump, and as the malfunction did not recur, the customer was advised to continue using the pump and to contact support if the issue recurred.